Manufacturer narrative:
The insulin pump alarmed during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error 3 times in the last 30 days. The caller did not know the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.